Event description:
Device 2 of 2. Reference: manufacturer report: 1627487-2010-01013. The patient was implanted with an scs system on (B)(6) 2008. It was reported on (B)(6) 2008 that physician was electively replacing the ipg and implanting the new ipg to the patient's other side. When the physician was inserting the lead into the header of the new pig, it was reported that he pulled on the implanted lead, causing it to move. The physician explanted the entire system on (B)(6) 2008 and did not replace it. The ipg was returned to ans for analysis. Follow up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
Device 2 of 2. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.